Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that four days post implant of this right ventricular lead, the patient presented with chest pain and an increase in pacing thresholds. A CT scan confirmed a vessel perforation. During surgical intervention, the entire system was explanted. No replacement system at this time and no further intervention required. Additionally, no return of product is expected.